Event description:
It was reported that during the use of the pump, a "no disposable, pump won't run" alarm went off though a cassette was attached to the pump. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found all labels were still intact. No physical damaged was found on the device. Functional testing could not confirm the reported issue. The possible root cause is defective downstream sensor or cassette product. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No product information has been provided to date. Operator of device patient/consumer.